Event description:
During follow-up, externalized conductors were observed. No electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-04462. Based on the review of fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
After review of a new x-ray provided to st. Jude medical, the conductors appear to be externalized.